Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that the date and time was incorrect on the pump; cause was unknown. Reportedly, the customer corrected the pump date and time to resolve the issue and continued to use the pump for insulin therapy. Customer's blood glucose level was 154 mg/dl.